Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed by the twist clamp of a minicap transfer set; further described as leaking "around white part". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.